Event description:
It was reported that (2) devices were used during a laparoscopic colectomy. It was reported by the affiliate that the white ring (attached to the gasket) broke and fell into the pt. Since the surgeon could not find the broken tip in the abdomen, it is still in the pt's body.